Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump had a cracked and bleeding lcd glass noted.

Event description:
Customer reported that she broke the insulin pump. He stated that the insulin pump had a crack on the middle of the screen after the customer fell down with it. The blood glucose reading was 133 mg/dl. Nothing further was reported.